Event description:
It was reported there was a ¿smear¿ found on the tubing of a small volume infusor. The reporter stated that the smear did not come off when wiped with an alcohol swab. This was observed during filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. Visual inspection of the unit noted a black ink smudge/smear approximately 15 mm in length located on the outer surface of the tubing. This confirmed the reported condition. The smear was determined to be ink marks. Ink is used during the manufacturing process in order to print on the device things such as the information on the cover. The cause was determined to be ink over spray. Awareness training was issued on (B)(4) 2013 to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.